Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles in the shell, brown particles in fill channel and opening on radius. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on radius, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Patient reported a left side deflation. Device has been explanted.